Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed several "cell under voltage alerts." Log file analysis also revealed several premature switching events. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a faulty internal cell pair. Internal investigations have been opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a faulty internal cell pair. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the vad interrogation showed multiple "power disconnect" alarms, however the patient denied hearing or seeing them. Log files were provided and based on this information, clinical engineering recommended changing out this battery. The battery was exchanged. There was no impact to the patient.